Manufacturer narrative:
Product complaint #: (B)(4). Device returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a tibial nail intramedullary nail insertion, an aiming jig will not fit the cannula. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown cannulated screw (part # unknown, lot # unknown, quantity 1). This complaint involves 2 devices. This report is for 1 aiming arm for ti cannulated tibial nails-ex. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as march 09, 2020 but should have been april 07, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, during a tibial nail intramedullary nail insertion, a/p hole in tibial nail ex aiming jig will not fit the cannula.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary. Visual inspection: the aiming arm for ti cannulated tibial nails-ex (p/n: 03.010.052, lot number: 1828190) was received at us cq. Upon visual inspection, the hole by the etched ¿a/p¿ is deformed, with some material occluding the hole. Device failure/defect identified? Yes. Functional test: a functional assessment was unable to be performed as the mating devices were not returned. However, the observed damage would prevent the mating device from assembling. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as one of the holes is deformed, having material occluding it. This prevents a mating device from assembling. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part: 03.010.052. Lot: 1828190. Manufacturing site: hägendorf. Release to warehouse date: 19 march 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11 corrected data. B4. D4 lot/UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.